Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported a sticky flap following flap creation for lasik. Upon follow up, it was noted the flap was complete but there was an uncut area in the center and the flap was unable to be lifted from the center. There was no patient harm.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. After this event during technical onsite visit, the field service engineer (fse) checked cutting depth and perform z-offset verification and cut calibration verification. The system meets service installation record. The system was found to be working fine. A review of the logfiles for the whole treatment day was performed. Logfile review shows no errors or relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The logfile shows the energy was stable during treatment. No relevant deviation between planned and performed energy is detectable for the treatment. The user operated surgery with recommended setting. No technical root cause of the device was detectable during review of the logfile. The root cause could not be determined conclusively. However, no technical root cause could be identified. The manufacturer internal reference number is: (B)(4).